Manufacturer narrative:
Concomitant products: product ID: 3550-29, product type: accessory. Product ID: 64002, lot# 0209895855, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: adapter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A consumer reported via a manufacturer representative that there was no communication with the implantable neurostimulator (ins) using the patient programmer or clinician programmer. It was unknown if the patient¿s stimulation was on or off. The patient had several big falls. Following the last fall, the patient¿s wife checked the ins, but they were unable to get any communication with the ins. The manufacturer representative met with patient and they were unable to interrogate the ins. Due to no communication, an x-ray was done. The x-ray showed the ins had spun around and possibly flipped. The patient attempted to manually flip the ins, but there was still no communication. A revision was done and the ins was taken out of the pocket and put back in correctly. After the ins was placed back in the pocket, there was still no communication with the ins. Impedances were measured to be within range. The health care provider (hcp) decided to replace the ins and pocket adaptor. Following the revision, the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number: (B)(4)) revealed the ins was unable to complete telemetry with a programmer due to the lack of a running application in the device memory. After restoring the device application via a lock/unlock cycle pal analysis found the device to be fully functional. No hybrid anomalies were observed. It is noted the eval code(s)-result have been updated. The eval code(s) method listed are now applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.